Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient experienced a radial spasm. The de novo, 8x2.5mm, 90% stenosed lesion being treated was located in the ramus artery. The physician advanced a mach 1 guide catheter through the right radial artery and a spasm occurred. The spasm was treated with 3mg of verapamil. The procedure was completed by implanting a 2.25x12mm taxus liberte stent in the target lesion. No further patient complications were reported and the patient was discharged the following day.